Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (belt unable to connect to the monitor) has been confirmed. Upon eval the trunk cable connector was cracked and several wires were cut (black white and yellow). The cause for the damaged connector cannot be positively identified but was likely the result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.

Event description:
The grandson of a (B)(6) male pt, contacted zoll customer support to report that the monitor screen was showing them to connect the belt even though it is connected. The pt was issued a replacement electrode belt.